Event description:
Additional information was received, indicating that the device was dislodged due to twiddler¿s syndrome.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, a loss of sensing was noted on the right atrial (ra) lead that resulted in phrenic nerve stimulation. A dislodgement of the ra lead was suspected. The device was reprogrammed to deactivate the lead. The patient was stable and will continue to be monitored.